Event description:
Review of service data detected a reportable event. During servicing, belt sn (B)(4) failed the current test. The last pt to use this belt did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. Upon eval, the violet (agnd) wire was short between ECG electrodes c and d in the cable connecting the distribution node (dn) to the ECG c and d complex. The cause of the current test failure is the shorted wire. The root cause of the shorted wire cannot be positively identified. No adverse event resulted from the damaged electrode belt connector. The last pt to use this belt did not report any deficiencies.